Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with 250cc mentor memorygel breast implants experienced left sided rupture, left sided baker grade iii capsular contracture, and right sided contour deformity post procedure. The left sided issues were accompanied by pain and swelling. A physician¿s examination diagnosed the capsular contracture. The rupture and contour deformity were demonstrated through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-09703 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 15, 2020. When the devices were explanted they were found to be intact. The capsular contracture on the left was baker grade IV. Baker grade iii capsular contracture was present on the right. When the devices were explanted, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed. Is product problem- uncheck. The following statement was removed from the device evaluation summary previously submitted: unfortunately, after a thorough analysis we were unable to confirm the reported event. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 27, 2020. The investigation of the returned device was completed by the failure analysis lab on september 8, 2020. Device evaluation summary: during a visual evaluation, an anomaly was observed on from the anterior view, extending to the posterior view, consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).